Event description:
It was reported that one month ago the patient started noticing pain and discomfort from the front of her abdomen around to her back, which radiated all the way up her back. On (B)(6) 2012, the patient woke up with increased pain and pressure which radiated from "rectum up back." By (B)(6) 2012, the patient was in very bad pain and went to a health care clinic. The physician there told her, she had blisters on her back and that she needed to go to the emergency room (ER). Pressure and pain started to make the patient feel as though she might not be able to breathe because it was radiating up to her ribcage and felt as though it was putting pressure on her ribcage. The patient went to an ER where another physician told her there were no blisters on her back. The ER staff discharged the patient with oral pain meds. The patient saw her regular physician, who performed a computed axial tomography (cat) scan, and reporter stated that the health care professional (hcp) did not find anything wrong at that time. The patient was unsure as to whether the device was causing this discomfort and pain. The patient had gall bladder surgery in (B)(6) 2011, and it was reported that might be related to the event. The patient was worried that the surgeon might have moved/damaged the leads. The patient also had a colonoscopy on (B)(6) 2012, and the patient turned her therapy off during preparation for that procedure. The patient felt increased discomfort when she turned the device on. The patient felt no stimulation sensation, but she used to feel stim all the time in the rectum area. Recently, when the patient turned it on, she felt it for a small interval and then she no longer felt it. The patient requested to meet with a manufacturer's representative. The patient was advised that the manufacturer's representative might be able to work with her to resolve the problem if was related to programming but that the hcp was responsible for her medical care. Additional information indicated that the patient had not seen the implanting physician since (B)(6) 2012, but follow up was planned. Ad additional information had been requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v535750, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).